Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-aug-12 information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient (pt) was unable to connect to their ins. They tries to connect and it just goes to end session. The rep was not with the pt when they called technical services (ts). The rep will meet with the pt and try another communicator. On 2025-aug-14 additional information was received from a manufacturer representative (rep). The rep reported that the cause of the patient being unable to connect to their ins was not determined. They reported that what likely cause the issue was the device being at end of service (eos). They reported that steps taken to resolve the issue were that the patient wanted the device removed. They reported that the issue had been resolved. On 2025-oct-28 additional information was received from the patient. They reported that the patient met with a manufacturing representative (rep) on august 13, 2025. They wanted to check the unit because the handset never connected to the stimulator. The patient mentioned that the rep took the handset, and they wanted it back. The patient was experiencing significant pain where the interstim was inserted. It felt as though the stimulator was working its way out of their back. Upon checking, they found that the stimulator battery was shut off. They had ongoing pain due to the device moving in their back. They had to visit the ER when the pain became unbearable. The interstim affected the nerves on the right side where the stimulator was inserted. The patient had been to the ER five times and had a CT scan done there. They were given morphine initially, followed by steroids. The patient requested to have the device removed, which the doctor did on 2025-aug-21.the stimulator was inserted in the lower right buttock near the waistline. After the device was removed, the patient experienced some pain relief in their back, but they still felt nerve pain in their right hip, knee, and foot. The patient mentioned that their toes curled, they couldn't sleep, and struggled to get up and move around. They were experiencing hip and knee pain. The orthopedic doctor took x-rays of their hip and knees and prescribed inflammation steroids to try to reduce the inflammation. The patient believed it all started because of the stimulator, which triggered nerve pain on the right side. The patient said they would never have gotten the device if they had been informed that a fall, accident, or weight loss could affect it. All three had happened to them. On one occasion, they slipped off the toilet while reaching for something. The patient had lost a lot of weight since the device was implanted and had also been in an accident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient feels their trouble was brought on by the nerve stimulator. The device had shifted in back and was affecting their nervous system. They were told the device would last 7-10 years, and it didn't last three years. The patient feels they were lead a stray. They had just spoken to patient and explained that since patient does not have ins anymore the handset would not be functional for the patient.